Manufacturer narrative:
Correction: d4, d6a, and h4 have been updated to the correct product. Correction d10 - the therapy date for the concomitant leads had been updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the allegation was against the lumbar leads. There were no allegations of malfunction or deficiency against the sacral leads.

Event description:
It was reported that during an elective ipg replacement procedure on (B)(6) 2025, two leads with noted build-up were difficult to re-insert and exhibited high impedances. One of the leads was only able to be partially inserted. The patient is receiving partial therapy. As a result, surgical intervention may be undertaken in the future to address the issue. It is unknown which leads were difficult to insert.

Manufacturer narrative:
Further information was requested but not yet received. The allegation is against 2 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6) batch: 6810506. Common device name: drg lead model: mn10450-50a, UDI: (B)(4), serial: (B)(6) batch: 6810506.